Manufacturer narrative:
(B)(6). The device was received for evaluation. Visual inspection of the set showed that the cone of the male luer connector (mll) of the return line is broken. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined. Additional recommended instruction is provided with this device for how to connect the female luer lock and the male luer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one unit of prismaflex m150 set had the luer lock cracked during treatment. It was also reported that "there was too much pressure during treatment". The user replaced the product, and a new product was used to continue with treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.